Manufacturer narrative:
The material safety data sheet for dna probe in te buffer ((B)(4)) includes the following recommendations: first aid measures - general information: no specific measures required. - after eye contact: rinse opened eye for several minutes under running water. Exposure controls and personal protection: - personal protective equipment: general protective and hygienic measures: the usual precautionary measures should be adhered to general rules for handling chemicals. - eye protection: safety glasses recommended during refilling. Toxicological information - acute toxicity: - ld/lc50 values that are relevant for classification: no data available for this product. Primary irritant effect: - on the eye: no irritant effect. User error.

Event description:
As a customer was processing specimen slides she removed the coverslip to eliminate a bubble and cep 6 spectrumorange probe splashed into her eye. A splash in a mucous membrane with probe and potentially infectious patient sample could result in serious injury. The customer was not wearing safety glasses.the customer flushed her eye with water in accordance with the lab's procedure. No injury was reported.